Manufacturer narrative:
During the initial investigation with the cooperation of engineering, it was observed that the catheter had broke at 3cm from its proximal end, unde the strain relief, outside of the pt's body. The cathete's proximal shaft was very brittle and broke again, during the investigation, 59.5 cm from the previous rupture. The broken pieces were sent for analysis. According to the analysis report: "close observation of the brittle spots found that the cracks initiated from the inside surfaces and progressed outward through increasingly ductile polymer. Interestingly, the brittle spots had very high concentrations of cyanoacrylate compared to other sections. Uncured cyano is rather an aggressive solvent and is known to attack plasticized polymers such as pvc if given sufficient time before curing initiates. It appears that the catheter was loaded with cyano and sitting for some time, allowing penetration into the polymer in high concentration regions, and embrittleing the wall. An additional factor to consider is that cured cyano is very brittle by itself and would contribute significantly to cracking." It should be mentioned tha the physician was contacted in an effort to get more info about this incident. However, the physician could not provide any additional info about the procedure. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that during an embolization of a "surbral" avm the catheter separated from the hub during the glue injection. There was no impact to the pt from this product malfunction. No other info was given about this procedure.